Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient presented for an in-clinic interrogation, the device longevity reported from the programmer was inaccurate compared to that of a separate calculated longevity estimate. The device has not been interrogated since the clinic check-up. The patient will return for a follow-up. The patient condition was stable before and after the event.